Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that when checking the pt history screen, there were "red heart" alarms and "pump off" with rates down to zero. The pump then ramps-up with high powers (12-18), and resumes speed of 9200rpm. The pt denies shortness of breath, dizziness, or chest pain during events, but felt the pump vibrating rapidly. The system controller was exchanged with another system controller. The percutaneous lead was manipulated multiple times, multiple directions and in multiple locations. The pt was asked to sit, stand, turn and bend,cut could not reproduce the event. Log files were sent to the MFR for review, where multiple power and speed drops were confirmed, concluding that they may be an issue with the percutaneous lead and requested a chest x-ray in order to view any possibility of percutaneous lead damage. In the x-ray, a questionable kink was seen in the cable of the bend relief at the pump end. Six days later, the MFR received info stating that the pt is currently on the transplant list and is being kept in house on heparin infusion with an ungrounded power module pt cable.

Manufacturer narrative:
The pt remains on going with the implanted device waiting for a transplant. No further issues have been reported. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.